Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2158-50 serial#: (B)(4) description: linear lead with enhanced stylet, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. As the devices involved in the complaint have not been returned, the complaint investigation site (cis) could not perform device analyses. However, a review of the complaint report, device history records, and sterilization records were found to be satisfactory and did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that the patient lost therapy following a car accident. An impedance check revealed high impedances. The patient underwent a lead replacement procedure and was doing well post-operatively.